Manufacturer narrative:
(B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Event description:
It was reported, ¿when the surgeon use the stimulator , they are no answer he must change and the new stimulator is ok.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.